Event description:
The customer reported that the ventilator user interface module doesn't work after upgrading the software to 4.6. The leds are "on" continuously without off. No patient involvement.

Manufacturer narrative:
The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.